Manufacturer narrative:
After further review the instrument was located and returned for analysis. Investigation of returned suspect ratcheting handle finds that as reported, the end cap has been broken off and is missing. Otherwise, the handle ratchet mechanism and instrument retention mechanism are functional. The reported issue was confirmed to be caused by physical damage to the back of the ratcheting handle. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. The separated metal cap off the broken handle was discarded by the site. No further issues have been reported. Part not received by manufacturer

Event description:
A medtronic representative reported that, while in a spine procedure, the site's small straight ratcheting handle was damaged. The surgeon was malleting on the handle and the metal disc on the back of the handle broke off and fell outside of the surgical field. All pieces were obtained from the site and the site discarded the metal disc. Surgeon proceeded using the handle for surgery, however, did not mallet on it any further. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.